Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-05982. It was reported that two right ventricular leads were capped and replaced on (B)(6) 1996 and (B)(6) 2020. Reason for the procedures was not documented. The two leads were then later explanted on (B)(6) 2021 due to an elective upgrade procedure. No patient symptoms or condition after the procedures were reported.